Event description:
Additional information received reported that the healthcare provider (hcp) reduced the dose the patient received with the replacement pump. It was stated that the patient had been regressing for the past few weeks. The patient experienced body shimmers, extreme lethargy, extremely high muscle tone in legs, somewhat tight arms, and ¿thick tongued.¿ the hcp was in the process of titrating the baclofen to a therapeutic level. The daily dose was being increased by 10% every week. The pump was x-rayed the week prior to determine if everything was ok with pump and the results did not come back clear enough. The patient¿s eeg results were received the day of the report and showed no seizure activity. The patient¿s mother thought there was something wrong with the baclofen level or the pump. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump replacement and catheter revision (refer to manufacturer report # 3004209178-2014-18135) the patient had symptoms of overdose. The patient was hospitalized with symptoms of vomiting, ¿talking in circles¿, ¿not making any sense¿, and their respiratory rate had dropped. The initial thought was that the event may have been due to post-anesthesia. However, the neurosurgeon decreased the dose from 700mcg/day to 450mcg/day and the patient started to improve. The patient¿s respiratory rate started to pick up. As of (B)(6) 2014, the patient seemed to have been doing better. The patient was a little tight but more alert. The doctor was continuing to monitor the patient and was to possibly increase the dose once the patient continued to improve. On (B)(6) 2014, the healthcare provider (hcp) was concerned as to where to start the patient¿s dosing after the surgery because she was unsure how much drug the patient was actually getting. The dosing had been decreased and the patient responded well. The hcp had slowly been increasing the dose due to increased spasticity. On (B)(6) 2014, the hcp was to increase the dose from 374.6mcg/day to 4 50mcg/day. The device system delivered gablofen. Patient outcome was unavailable at the time of the report. Additional information has been requested and a follow-up report will be submitted when new information becomes available.